Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID neu_stylet_acc product type accessory analysis identified stylet wire was bent product ID b3300542 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead no significant anomalies detected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Regarding impedances - all electrodes were off and high. Surgeon was present and involved entire time. Troubleshooting included trying twisting the stylet, removing and reattaching the test cable several times with no resolution. They tried a new test cable and still had same result. Ultimately, changing the lead resulted in normal impedances. The reported event took place during the stage I procedure; there was no implantable neurostimulator (ins) implanted at that time. Stage ii is scheduled for a later date. Implantable neurostimulator s/n :unknown, coding updated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 07-may-2027, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in the or, the surgeon placed the lead and when they connected to lead test cable to check impedances, all impedances were high. The surgeon removed the cable and twisted the stylet and connected the lead test cable again and impedances were all still high. I looked and made sure the cable was attached correctly, and it was so we tried another test cable and we got the same high impedances. The surgeon then removed the lead and replaced with a new lead and attached the lead test cable and all impedances were normal. We then proceeded with the rest of the procedure with no issues.